Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. Insulin did not exit the tubing when using the plunger. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.